Manufacturer narrative:
An event of symptoms of moderate to severe aortic valve insufficiency and heart failure was reported. A valve-in-valve procedure was performed using non-abbott valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Images were provided by field that appeared to show released implant final position was too deep on the lc side (~11mm). Implant was beyond the effective depth and sealing capability of the naviseal cuff on the lc side and borderline on the nc side. The images showed that the cause of the aortic insufficiency was related to pvl originated on the left coronary cusp seen on tee image. The valve-in-valve appeared to resolve leakage but unknown if this solved a pvl. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted during a transcatheter aortic valve implantation. During the procedure, there was sufficient calcium to allow sealing of the valve. Prior to discharge, mild aortic regurgitation was noted. The patient later returned with symptoms of moderate to severe aortic valve insufficiency and heart failure. The cause of the valve insufficiency was unknown. The patient was hospitalized. On 13 july 2023, a second non-abbott valve was implanted within the first valve, via valve-in-valve procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.